Event description:
It was reported that this right ventricular (rv) lead was capped due to an unknown product performance issue. Another rv lead was successfully placed. No adverse patient effects were reported.